Event description:
A customer observed negatively biased, imprecise quality control phyt results while using the vitros 5, 1 analyzer. Pt's sample results were not reported while quality control results were unacceptable. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event concluded that imprecise phyt results were occurring. An ocd field engineer investigated and made repairs to the incubator and immunowash fluid module. Following service, the issue was resolved. The root cause of the event is instrument related.